Manufacturer narrative:
(B)(4). Sw 3.0d. On (B)(6) 2021 customer alleged the pump having motor error alarm. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected motor error alarm noted during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. Motor passed motor test. Unit had cracked battery tube threads, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Unit passed all required test. Motor error alarm was not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device.